Event description:
Medics responded to a cardiac call, and during use the device display went blank, a back up AED was made available and used. The patient was resuscitated. No adverse patient outcome due to availablity of backup device.